Event description:
It was reported that a clearlink system continu-flo solution set leaked from the port closest to the patient and fluids were on a pump and roughly 40ml fluid was on the floor. The issue was noticed during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h6, h11. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. The returned sample was reviewed, and it was noted that a leak was observed from the y-site clearlink. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.